Event description:
Customer claims to have had her ear pierced with the inverness ear piercing system at a retail store on 8/1/97. On 10/11/97, she sought medical treatment for an infection at the ear piercing site and was treated with antibiotics.